Manufacturer narrative:
The drill attachment was received by the (B)(4) MFR and the complaint was confirmed. Internal components were revaluated and extensive corrosion was discovered within the motor assembly and rotor assembly. Additionally, a bearing within the rotor assembly were found to be broken. The presence of corrosion and damaged bearing, can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly, bearing and rotor assembly were replaced. Add'l preventative maintenance was also performed, and the device was returned to the international subsidiary.

Event description:
It was reported that during testing conducted at the manufacturer's international subsidiary, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.